Event description:
It was reported that the pump was replaced on (B)(6) 2012 due to normal battery longevity. It was also reported that the surgeon did not see any back flow through the patient's catheter, so the catheter was replaced as well.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter . Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. Product ID: 8591-38, lot# d13677, implanted: (B)(6) 2012, product type: accessory. (B)(4).